Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and blood loss anaemia ('anemic') in a 34-year-old female patient who had essure (batch no. 306134 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoid operation in (B)(6) 2009. Previously administered products included for birth control: mirena in 2006 and norplant from 1991 to 2001. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. In 2009, the patient experienced blood loss anaemia (seriousness criterion medically significant), emotional disorder ("emotional") and vulvovaginal mycotic infection ("infection: other: yeast") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced migraine ("migraines/headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2010, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, oral contraceptive nos, paracetamol (tylenol), surgery (hysterectomy with bilateral salpingectomy) and tried to control bleeding with birth control. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, blood loss anaemia, emotional disorder, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, depression, migraine, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia had resolved. The reporter considered alopecia, blood loss anaemia, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-sep-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and blood loss anaemia ('anemic') in a (B)(6) female patient who had essure (batch no. 306134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoid operation in (B)(6) 2009. Previously administered products included for birth control: mirena in 2006 and norplant from 1991 to 2001. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. In 2009, the patient experienced blood loss anaemia (seriousness criterion medically significant), emotional disorder ("emotional") and vulvovaginal mycotic infection ("infection: other: yeast") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced migraine ("migraines/headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2010, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, oral contraceptive nos, paracetamol (tylenol), surgery (hysterectomy with bilateral salpingectomy) and tried to control bleeding with birth control. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, blood loss anaemia, emotional disorder, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, depression, migraine, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia had resolved. The reporter considered alopecia, blood loss anaemia, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: previously reported event ¿injury to herself¿ was updated to more specified events ¿pain: pelvic, emotional, abnormal bleeding (vaginal, menorrhagia), infection: other: yeast, depression, migraines/headaches, anemic, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain and hair loss¿. Reporter, demographics; historical medication, historical condition, lab data, essure lot number, essure indication (amended), essure insertion/removal date and treatment medications were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.